Event description:
Pt has type 1 diabetes. He had a severe unconscious hypoglycemic episode requiring ems. At the hospital, he noted that his blood glucose level was 270 mg/dl, when he returned home 1 hr later, his accu-chek glucose meter read hi >600. He brought his meter in to be checked. He was using accu-chek comfort curve strips, lot #549052. We used that lot of test strips and checked his blood glucose. It was 524 on patient's own advantage meter, 513 on a new advantage meter, and 191 and 202 on two different one touch meters, 180 on a freestyle, and 192 on a compact meter. The low control solution was used to test -range between 36-63 and the result was 220 mg/dl. This causes us to believe that the problem lies with the lot of test strips. This error in reading caused patient to significantly overtreat himself with insulin, resulting in profound hypoglycemia.